Event description:
Noise on ra signal. Rv capture control iegm shows intermittent capture. Rv and ra sensing dropped about 4 days after implant. Recommended evaluating lead in person. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.